Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts have been returned to the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 5 minutes. It was reported that during an axiem shunt clinical case, the patient stingray tracker was moved while they were going sterile. This resulted in an alleged inaccuracy of 3cm anterior and superior. The surgery was completed without navigation and there was no impact on patient outcome.